Manufacturer narrative:
Final device analysis revealed the ins is functionally ok with no evidence of leakage. All extensions, anchors, and lead, lot #v007337 had no significant anomalies. Lead, lot #v007652 revealed a broken conductor at the distal end of the lead in the electrode area.

Event description:
It was reported, the patient requested the device be removed because "it was really not working" and "does not help her pain". The patient had suffered shoulder damage in the area of the implant after experiencing recoil from a rifle at the shooting range. X-rays of the shoulder were done to determine the extend of the damage. The physician thought he saw a spot on her lung. The patient was told by a physician "that the restore generator was probably leaking battery fluid or acid and it was most likely causing lung cancer". The patient was 6 months pregnant at the time and lost the baby. The physician also told the patient, "that she most likely lost her baby because the battery was leaking". The patient's implanting hcp does not believe the battery is leaking and scheduled full tests to follow up with the statements regarding cancer. The system was removed and returned to the manufacturer for analysis. A follow-up report will be submitted if additional information becomes available.